Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level rose to 17.8 mmol/l (3250 mg/dl) while wearing the pod between 5 and 24 hours. The adhesive completely separated from the infusion site (leg) causing the cannula to dislodge.

Manufacturer narrative:
Correction to b5. A typo was identified in the reported blood glucose levels.

Event description:
It was reported that the patient's blood glucose level rose to 17.8 mmol/l (320 mg/dl) while wearing the pod between 5 and 24 hours. The adhesive completely separated from the infusion site (leg) causing the cannula to dislodge.